Event description:
It was reported that the pointer, knee navigation was missing the tip during testing or set up prior to the procedure. A backup device was available so there was no procedural delay. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip was broken off was confirmed through visual inspection. The pointer tip was broken off at the predetermined breaking point. During the device evaluation, it was unable to be determined what caused the broken tip. The pointer was repaired and put back into stryker stock.

Event description:
It was reported that the pointer, knee navigation was missing the tip during testing or set up prior to the procedure. A backup device was available so there was no procedural delay. There was no patient involvement and no adverse consequences associated with the device.